Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system stopped in the middle of an exam and upon reboot, would not completely boot up. There is no report of injury or death associates with the event described in this complaint.